Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient stopped hearing with the device suddenly in (B)(6) 2018. An incident of accident or trauma is unknown. The patient will be re-implanted in (B)(6).

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
It was reported that the recipient suddenly stopped hearing with the device in (B)(6) 2018. An incident of accident or trauma is unknown. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient suddenly stopped hearing with the device in (B)(6) 2018. The recipient was re-implanted.